Event description:
From surgeon's notes "the anesthesiologist noticed tht the anesthesia machine was nonfunctional. She manually bagged the patient who continued to have excellent oxygenation and good blood pressure. However, there was a bad smell in the room and it was obvuious that there had been an electrical malfunction. The staff emergently closed the patient's abdomen at the skin level with staples, placed a sterile ioban over this and then expeditiously moved him to another room in a sterile fashin."

Event description:
From surgeon's notes "the anesthesiologist noticed that the anesthesia machine was nonfunctional. She manually bagged the patient who continued to have excellent oxygenation and good blood pressure. However, there was a bad smell in the room and it was obvious that there had been an electrical malfunction. The staff emergently closed the patient's abdomen at the skin level with staples, placed a sterile ioban over this and then expeditiously moved him to another room in a sterile fashion."